Manufacturer narrative:
Manufacturer's analysis conclusion a direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. The hmii lvas IFU lists renal failure and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the heartmate ii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired due to end stage kidney failure and systemic infection after being discharged from hospice. No additional information was provided.